Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt as if the stimulator was "going on and off." The pt also had decreased coverage in her back and was instead feeling stimulation in her stomach and ribcage. The lower contacts on the leads were sufficient coverage for her legs. The company rep was able to minimize the unwanted stimulation a little further. The pt was to contact the rep in a few weeks. Add'l info was requested.